Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered significant mental and physical pain and suffering, has sustained permanent injury. No add'l info was provided.